Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had pain and soreness caused by the lifevest. The patient described the irritation as burn marks on her back that were dark red and weeping. There was no alleged device malfunction. The patient's physician prescibed an unknown cream, medirol(steroid pill) and nystain but the patient was unable to afford the medications. The patient was self-medicating with corn starch and a nurse showed her husband how to apply the corn starch to the affected area. The patient reported that the irritation had gotten better.